Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. The customer's blood glucose (bg) level was 182 (mg/dl). The customer stated a manual injection will be administered. It was indicated that the customer would use manual injection as alternate insulin therapy until the replacement pump was received.